Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: faradise. Clinical study ID: (B)(6). Clinical patient ID: (B)(6). It was reported that during a procedure using a farawave pulsed field ablation catheter the patient experienced a vasovagal response. The patient was given atropine and the complication resolved. The device is not expected to be returned for analysis.